Manufacturer narrative:
One device was returned for investigation. Upon visual inspection, after turning the device on smoke was found coming from the inside of the device. When the heater and pcb were replaced the device passed all functional tests.

Event description:
It was reported that there was smoke. Pcb was suspected.